Manufacturer narrative:
This medwtch is submitted following an additional information about the root cause. The review of DHR and traceability did not reveal any evidence of a product issue. However , lack of provided information prevents to determine the root cause of this event. The reporter was contacted three times to retrieve more information about the event without success. Root cause :inconclusive if ; probable user error during implant repositionning, however without additional information this conclusion can not be validated. Investigation found no evidence on a product issue.

Manufacturer narrative:
Device discarded.

Event description:
Mobi-c p&f us : disassembly. After implantation, surgeon noticed under fluoroscopy that implant was slightly rotated in the lateral plane. When implant was removed, it came out intact. It was re-implanted and it still showed some rotation. Implant disassembled when trying to reposition it. Surgery was completed successfully with another implant (of the same size). Disassembled implant was discarded. No harm to the patient. Investigation is in progress. The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event.